Event description:
It was reported that there was noise detected by the system. An x-ray was done, and the electrode was found pulled back into the patient's pocket. Since the patient's condition has improved, the doctor will explant the system and not replace it.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. A high-power visual inspection noted an arc mark on the edge of the pg case. This indicates that a shock was shorted to the pg case. This damaged the device, and no further testing could be performed. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the device case. Therefore, the damage is deemed due to the environment outside of the device. The event indicated that the electrode was found pulled back into the patient's pocket.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was noise detected by the system. An x-ray was done, and the electrode was found pulled back into the patient's pocket. Since the patient's condition has improved, the doctor will explant the system and not replace it.